Event description:
Customer had an issue with qc recovery and ran calibrator to check precision of multiple assays. She ran calibrator five times, she provided discrepant results for calcium and glucose (she only provided some of the 5 precision results for each assay): calcium precision had results of 10.1 and 7.5 mg/dl. Glucose precision had results of 174, 176 and 115 mg/dl. No patient erroneous results were generated. Reagent lot numbers were not provided. The field service representative found a loose sample syringe barrel was the cause. He tightened sample syringe barrel. Calibration and qc were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.